Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, the 2.5 x 28 mm xience prime stent was implanted in the mid left anterior descending (lad)coronary artery to treat the de novo lesion with 74% stenosis and the 3.0 x 12 mm xience prime stent was implanted in the proximal lad to treat the de novo lesion with 50% stenosis. On (B)(6) 2013, (B)(6) 2014, and (B)(6) 2014 the patient was hospitalized for worsening of a pre-existing condition (arteriosclerosis obliterans) in the right and left lower extremity. This was treated with endovascular therapy on the first two occasions. On (B)(6) 2015, the patient was hospitalized for worsening of pre-existing chronic cardiac insufficiency. On (B)(6) 2015, the patient was hospitalized with asthma bronchial. On (B)(6) 2015, the patient was hospitalized with sleep apnea syndrome. These conditions were treated with medication. The patient continued to be hospitalized for multiple conditions, such as asthma, chronic cardiac insufficiency, gastric cancer, aspiration pneumonia from (B)(6) 2015 until (B)(6) 2018 when the patient expired from aggravation of chronic cardiac insufficiency. In the opinion of the physician, the xience did not cause/contribute to these conditions. No additional information was provided.